Event description:
It was reported that at implant, the lead was "tickling" the patient's right ventricle and causing ventricular tachycardia (vt). The lead was moved but the vt could not be avoided and when placed it became easily dislodged. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned, analyzed and no anomalies were found.